Event description:
It was reported that blood leakage was observed from the introducer. There were no patient complications reported.

Manufacturer narrative:
One hemostasis-type introducer was received with the dilator, guidewire, and the contamination shield. There was no visible damage observed at the initial inspection. A closer visual examination found that the wiper gasket was missing from the valve housing. Leak testing was performed with and without a catheter inserted, and leakage was observed with the catheter inserted. There was no leakage observed when the catheter was removed. As per the IFU, if the dilator is not inserted straight through the valve housing, the wiper gasket may dislodge from the valve housing. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed; however, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the event reported.